Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's left hip was revised due to a loose shell.

Event description:
It was reported that patient's left hip was revised due to a loose shell.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -product evaluation and results: the device was not returned but photos of the device were provided. There is very minimal biological material on the outer surface, edge and inner surface of the shell, but it is otherwise unremarkable. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.